Event description:
A pt presented with moderate pain, discharge, and redness in their left eye associated with wear of focus night and day lenses. Two centrally located infiltrates were observed with pinpoint staining over the infiltrates noted. Anterior chamber reaction reported, no culture performed. Treatment was ciloxan and pred forte. Eye has resolved with no loss of vision. Lens wear was resumed. No further info has been provided.